Manufacturer narrative:
A boston scientific representative documented the reported observation and suggested the patient contact her physician. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a fainting episode. No adverse patient effects were reported.